Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the left lead appeared to be on target based on the post-operative magnetic resonance image (MRI). It was stated the right lead appeared posterior medial. It was noted there were no patient symptoms and the patient status at the time of report was alive with no injury. It was stated the patient had not been programmed and there was no information relative to the device performance.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type: lead.

Event description:
It was further reported the right lead lot number was updated.